Event description:
It was reported that two hrs into a pulmonary vein isolation procedure, the physician was unable to engage the right upper pulmonary vein (rupv) with the reflexion spiral catheter. On fluoroscopy, it appeared as though the distal shaft would prolapse, preventing the ring from advancing into the vein. After replacing the catheter with a new one of the same model, engagement of the rupv was accomplished without difficulty. When inspecting the replaced catheter, it was noticed that the insulation of the distal ring had separated from that of the distal shaft. The conductor/pullwires were visible between this separation.

Manufacturer narrative:
We are awaiting device return. Once the investigation is complete, a f/u report will be submitted. (B)(4).